Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic tubal ligation, the instrument became hot and was activated without foot pedal or hand device activation then caused minor burns to the colon and uterus. The tubal ligation was completed using a different instrument. The patient required a small partial colon resection and an overnight hospitalization. The scrub tech also stated that when this burn occurred, the machine did not make the ¿coag beep¿ that it normally does when it fires. They only realized it had a charge when they saw smoke and smelled the burning tissue.